Manufacturer narrative:
With all the available information, boston scientific concludes that the event of the spacer migration and return of the patients pre-implant pain is a known risk associated with the use of lumbar spine implants and associated instruments, as documented in the instructions for use (IFU). Laboratory analysis of the returned device did not identify any product performance-related issues. The returned spacer 101-9814, lot 800299 was analyzed and revealed that the implant exhibits normal characteristics.

Event description:
It was reported that the patient underwent an explant procedure due to migration and the return of their pre-implant pain. The patient is doing well postoperatively and has fully recovered.

Event description:
It was reported that the patient underwent an explant procedure due to migration and the return of their pre-implant pain. The patient is doing well postoperatively and has fully recovered.